Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the system was unable to verity instruments. It was reported that the camera had a green light on and that by pressing the camera handle they could see a red laser. The site noted that the camera was able to track instruments, but when trying to verify, there was an error message stating that the distance to the divot was too great. This occurred when the site was attempting to verify a driver. The site had tried swapping out the patient tracker with another patient tracker of the same kind which did not resolve the issue. The site proceeded with the surgical procedure without navigation. It is unknown if there was any impact to the patient outcome or if there was any surgical delay.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Already reported codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact on patient outcome, the surgical procedure that was performed was a sacroiliac and thoracolumbar procedure, there was a surgical delay of less than an hour, and the issue occurred during instrument verification. Additional information was received. It was reported that a lumbar fusion procedure was performed and there was a 30 minute surgical delay.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The system passed all testing and no hardware was replaced. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.